Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
(B)(6). During the procedure the safety mechanism necessary to save to dura mater didn't work and the dura was lacerated. The procedure was carried out stopping the bleeding without any consequences for the patient. Repository number: (B)(4).